Event description:
We opened a solent omni angiojet catheter. We went into the routine prep and prime mode for this device. The angiojet machine repeatedly said to check the saline line. The saline line was fine and pushing saline through. The machine counted down to six from fifteen, and started over. After a few attempts of priming, the machine error said to get rid of the catheter. When disassembling the system, a pool of water was noticed when the drawer opened. The water collected under the bulb. A new device was opened and operated without any further problems. Manufacturer response for angiojet solent omni, angiojet solent omni (per site reporter): I spoke to the complaint department and I asked them if this has happened at any other organizations, and if so, what could cause this. She could not answer my questions. They will send me a follow up investigation letter.